Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 8/18/2015, electrode belt: 6/08/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient received two inappropriate treatments on (B)(6) 2019. The patient was reportedly conscious, short of breath, and feeling ill prior to the treatment delivery. The patient's niece witnessed the event. The patient was reportedly taken to the hospital during the event, and resuscitation efforts were initiated by hospital staff. Review of the patient's download data revealed that at 10:16:05 pm, the patient received the first inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 150 bpm with rapid ventricular response, and the post-shock rhythm was af at 140 bpm with intermittent sinus beats. From 10:19:50 pm to 10:25:58 pm, two arrhythmias were detected by the lifevest with response button use. The ECG shows that the patient was in af from 140 bpm to 160 bpm with a rapid ventricular response. At 10:34:45 pm, the patient received the second inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was af at 150 bpm with rapid ventricular response, and the post-shock rhythm was af at 130 bpm with rapid ventricular response. Af with rapid ventricular response contributed to the false detections. From 11:39:28 pm to 11:46:23 pm, the patient's rhythm was sinus rhythm at 60 bpm slowing to an idioventricular rhythm at50 bpm with CPR artifact. At 10:53:18 pm, asystole was detected by the lifevest. The ECG shows that the patient was in an idioventricular rhythm at 50 bpm with CPR artifact degrading to asystole. The patient remained in asystole with CPR artifact until the electrode belt was disconnected at 12:21:18 am on (B)(6) 2019. The patient's equipment was returned and was found to be fully functional. There is no indication of any device malfunction that caused or contributed to the patient's passing.